Event description:
It was reported that the ventilator shut down without manipulation and restarted while the patient was being ventilated. Exact information on whether the monitor failed is still being clarified. The night shift reported that the patient was ventilated with a breathing bag. No health consequences were reported.

Manufacturer narrative:
For the investigation, the logs of the affected device were reviewed, and the evita v800 device was examined at the manufacturer¿s workshop in lübeck. The reported warm start of the device was confirmed by the investigation results. The cause was a deviation on the circuit board of the m1.3 gas dosage module, to which the device responded correctly by triggering an alarm. The user immediately initiated alternative ventilation and replaced the device. The device was repaired at the repair workshop, and the pba m1.3 was replaced for this purpose. Finally, the device was tested in accordance with the manufacturer¿s specifications without any deviations. As a safety feature of the system, the safety software analyzes and verifies that the device is functioning properly. If an anomaly is detected in the ventilator¿s operation, the safety software triggers a synchronized restart of the ventilator and the display unit (ecd) to reset the system to a defined state. During the restart sequence, ventilation is temporarily interrupted and the safety valve to ambient air is opened, allowing the patient to breathe spontaneously. The restart sequence is indicated by an activated supplementary audible alarm (piezo speaker of the ventilation unit). A single restart of the ventilation unit takes up to 8 seconds before the evita v800 automatically resumes ventilation with the last settings. The ecd restart process can take up to a maximum of 1 minute. If the m1.3 gas dosing module fails completely, ventilation can no longer be initiated and the safety valve remains open to ambient air. Both the previous warm start and the gas dosing malfunction are indicated by the evita v800 by triggering the corresponding visual and audible alarms, such as ¿ventilation restarted.¿ an alternative device must be used to continue ventilation. The investigation did not reveal any new or additional risks other than those already addressed in the device¿s risk management file. The number of similar cases with the same root cause is within the expected range of the relevant risk assessment and is therefore accepted.

Event description:
It was reported that the ventilator shut down without manipulation and restarted while the patient was being ventilated. Exact information on whether the monitor failed is still being clarified. The night shift reported that the patient was ventilated with a breathing bag. No health consequences were reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.